Manufacturer narrative:
Additional information has been provided : the company service representative examined the system but was unable to replicate the reported event. The company service representative found system message (sm) [laser controller power reading mismatch error. Laser functions will be disabled] in the event log. The company service representative replaced the sensor top laser printed circuit board (pcb) as a prevention. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to have no problems; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is:

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the laser had problem when shooting at 200mw. Additional information has been requested but not received.